Event description:
It is reported that a customer experienced low blood glucose of 48 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer needed assistance setting up their sure t unit with their insulin pump. The customer declined trouble shooting but was walked through priming the pump and connecting the reservoir set to her body and to the pump. The customer's insulin pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.